Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 21-aug-2018 with the following findings: during investigation, the pump returned with user hi limit alert threshold set to 200 mg/dl. The black box showed evidence of 213 glucose above user hi limit warnings. Test transmitter was paired with the pump correctly. A cgm high alert was simulated for testing purposes. Pump gave the appropriate visual and sound warning; alert was correctly recorded in the pump cgm history. The pump cover was removed and there was no intermittent conditions were found to the piezo circuit or cgm module. Unable to duplicate the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump did not alert the patient of their blood glucose level as dictated by their settings. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.